Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 146 mg/dl. The customer reported falling into the ocean prior to the alarm occurring. Customer also reported falling on the insulin pump. The customer reported a crack was present along a button on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No moisture damage on the lcd board, motherboard, interface board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with intermittent button response due to corroded keypad traces and button error alarm during testing. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.